Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the pulse generator could not be interrogated; the programmer showed a backup vvi message. It was noted that the patient had a valve surgery in (B)(6) 2015. The device was explanted and replaced on (B)(6) 2016. The patient was safe and healthy post procedure.